Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in USA during service. It was reported that it was not possible to achieve zero-flow mode. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).